Event description:
Following surgical treatment of a herniated disc in (B)(6) 2012, the xclose tissue repair system was implanted to re-approximate the anulus fibrosus of the intervertebral disc. The patient subsequently approached a different surgeon, reporting recurring back and leg symptoms. Dr (B)(6) performed foraminotomy and laminotomy on the left at l5/s1 with re-do discectomy on (B)(6) 2012. During the surgical procedure, the surgeon noted a partially expulsed anchor from the xclose device. The anchor was removed without incident.

Manufacturer narrative:
The device was not returned for evaluation.